Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 790cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. The capsular contracture was diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 3, 2022. Replacement with non mentor implants was performed with explant. Manufacturer¿s reference number: (B)(4).